Event description:
Hcp reported the pump was explanted, but did not provide info on pt symptoms or the reason for removal. The device was returned to the MFR for analysis. A follow up report will be sent when add'l info is received.